Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported thatthe patient never had therapeutic effect. Caller reported the therapy was working good during the day time, but the patient was wetting the bed at night time. Caller stated they spoke with the healthcare provider's office and they provided the medication trospium 20mm. It was reported the change in therapy was related to a positional movement. It was reviewed that change in body position can affect symptom relief and that the patient may need to adjust stimulation at night. It was recommended that the patient consult with their healthcare provider if adjusting stimulation was not effective. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/ sacral nerve stim. It was reported that the patient fell backwards 3 to 4 days ago after losing their balance due to parkinson¿s. It was also reported that they had had a loss of therapy, return of symptoms, and ¿major urination during the night for the last 3 to 4 days.¿ troubleshooting had already included turning the stimulation up from 2.2v, where the hospital put them at, to 2.3 v where the patient felt the fluttering. However, it was noted that they still had ¿a bout with urination during the night.¿ it was stated that the therapy was helping with the patient¿s ¿control of when to go and less frequency, so it seems to be working in the daytime.¿ it was suggested that they increase stimulation again. They tried that and noted that the patient w as still not feeling stimulation at 2.7v, and it was confirmed that they were seeing the stimulation on icon. It was suggested that they increase until the patient felt stimulation. No further patient complications are anticipated or expected as a result of this event.